Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that last thanksgiving, the patient "felt something move forward". They confirmed that the pump did not physically move forward, but that something with her pump wasn't right. The patient had to be rushed to the hospital that day since she was not able to tolerate the pain. After the patient visited her healthcare provider (hcp) they had increased her dose due to the pain which ended up being too much, so the patient had overdosed. It was noted that since that incident, the hcp had been nervous about increasing her dose because they didn't want another overdose event to occur. The patient had been in a lot of pain and had been to the ER about three times total since thanksgiving. It was indicated that the patient had explained to her hcp that she was in a lot of pain, but they were not wanting to make any other adjustments. It was further reported that it almost feels like the patient didn't have a pump. The patient was nervous to go to the ER due to covid but felt like she will have to because she cannot handle the pain. It was further indicated that the pump was helping her a lot, but it is more the hcp since they won't make further adjustments which is why she is in pain. The patient was to follow-up with their hcp and to seek medical attention if necessary. It was stated that the patient has degenerative spinal disease, spinal deformities, and has had several spinal surgeries (not further specified). The patient was going in for magnetic resonance imaging (MRI) next week and was then to go in for another surgery.